Manufacturer narrative:
It was reported the unit emitted sparks. Visual inspection of the unit revealed that several internal components were bent and a segment of the lead wire had broken in one area, but the spark was contained by our double-insulating construction. We determined that this report was attributable to misuse of the unit on the part of the consumer.

Event description:
It was reported the unit emitted sparks.